Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Telemetry operations were unsuccessful and a memory download could not be performed. No arc marks were visible on the device casing. The device case was then opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a leaky poly capacitor, causing the reported telemetry problems.

Event description:
Boston scientific received information that this patient called to report a heart rate (in the 50 bpm range) below the programmed lower rate limit of 60 ppm. The last remote monitoring transmission occurred in (B)(6) 2012 and revealed no alerts or issues at that time. The patient then came in to the clinic to have the device checked, however the device was unresponsive to telemetry. Multiple troubleshooting attempts were made to no avail. Additionally, no pacing was observed and no magnet response could be obtained. Boston scientific technical services (ts) was contacted and suggested the device was no longer functional based on these reported observations. The patient was sent home to attempt a patient initiated interrogation using their remote home monitoring system, however interrogation was still unsuccessful. It was noted that the remote home monitoring system had lost communication sometime over the last week. The patient mentioned feeling heat and pain around the implant site prior to this. The device was subsequently explanted and replaced.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.